Event description:
On 14th oct 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-12990, knee scorpion¿, the scorpion needle broke during the process of picking up the meniscus. The handle becomes stiff and eventually fail to function. This was detected during a meniscus root repair procedure on (B)(6) 2025. The procedure was completed successfully by using other brand product. There was no patient harm. Additional information received on 23rd oct 2025: all fragments were recovered from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, the event description, and any additional field information, arthrex concluded that the allegation involving the ar 12990 knee scorpion¿ from batch 15362380, in which the handle became stiff and eventually failed to function, was attributable to wear and tear from excessive use and reprocessing. Directions for use dfu-0255-eo revision 5, arthrex hand instruments. C. Validation. Repeated processing has minimal effect on these devices. End of life is normally determined by wear and damage due to the intended use. The user assumes liability and is responsible for the use of a damaged and dirty device. E. Inspection and maintenance: 1. Arthrex instruments are precision medical instruments and must be used and handled with care. Inspect the instruments for damage prior to use and at all stages of handling thereafter. If damage is detected, do not use the device prior to consulting the manufacturer for guidance. 2. Pre-use inspection criteria a. Hand operation functional test: without the use of excessive force, squeeze handles together and verify the jaw and tip squarely meet with no visible gaps when closed. Spread handles apart and verify the movement is free and non-restrictive and that movement is seen at the distal end. Repeat two times minimum. Verify devices with cutting ability and sharpness of points and edges. B. Distal end integrity visual inspection: I. Devices with cutting functions or sharp points become dull with continuous use. This condition does not indicate a device defect. This condition indicates normal wear. Dull devices may require replacement or discard if they no longer perform as designed. Inspection prior to use should include verifying the cutting ability and sharpness of these points and edges. Ii. The metal shafts of bendable devices become stressed and may crack or fracture with continuous bending. This condition indicates the device¿s end of life and must be replaced or discarded. Inspection prior to use should include verifying the shaft is free of cracks or fractures. 3. Dry instruments thoroughly and lubricate all moving parts prior to packaging and sterilization with an instrument lubricant with given compatibility with steam sterilization up to 138 °c (280 ° f) and given biocompatibility after sterilization. Apply lubricants in accordance with manufacturer¿s instructions. If lubrication was performed as part of the automated wash cycle, no additional manual lubrication steps are required. The complaint allegation cannot be confirmed. The customer attached a picture that does not show the needle broken, and the device was not returned for physical and functional evaluation.

Manufacturer narrative:
The device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional field information, arthrex concluded that the allegation of a broken needle was caused by user error. Dfu-0392-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function." The complaint allegation cannot be confirmed. The customer attached a picture that does not show the needle broken, and the device was not returned for physical and functional evaluation.